Event description:
The event involves a patient, with a past medical history of narcolepsy and seizures, who presented to the emergency department with acute onset, persistent right upper quadrant pain and leukocytosis, concerning for acute cholecystitis. The patient underwent an endoscopic retrograde cholangiopancreatography with sphincterotomy and a laparoscopic cholecystectomy the following day. At the end of the laparoscopic cholecystectomy, when the room lights were turned on, it was noted by the surgical team that the patient had received a superficial burn directly below the umbilical incision in the midline. This injury most likely arose from the heat emitted from the metal connector at the proximal end of the light cord where it connects with the laparoscope. Intraoperatively, the connection could have been touching the skin when positioning the laparoscope/light cord. Bacitracin was applied. The operating room (or) staff reported the light source cord felt very hot to touch at the end of the procedure. There was no burn noted on the surgical drape, as this burn injury happened at the skin site of surgical instrumentation where the drape would not be. There was no contamination of the surgical field during this surgery.